Manufacturer narrative:
Additional information requested on 09/24/2019. On 10/03/2019, information received. Per the complaint, there were 5 patient cases affected, resulting in buccal plate fractures. Patient identifier, event date was not provided. This complaint is also linked to MDR 3001617766-2019-00260.

Event description:
Per complaint (B)(4), the implant driver is too retentive. The clinician has to hold the carrier with rongeurs to remove the mount. When placing the driver directly in the implant, the implant comes out when tool removal is attempted. In soft bone, the implant pulls out. Additionally, per the complaint, the color coding on the tools has worn out.